Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the pump riding too high and causing discomfort. The pump was removed and replaced in a lower spot. There were no additional patient complications.